Manufacturer narrative:
This supplemental report is being submitted to include the investigation conclusion code. This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD), had been experiencing significant pain since the implant procedure. Subsequently, the patient underwent surgical intervention, and a pocket revision was performed. The device was reimplanted in a slightly posterior position and the pocket was expanded. The device sutures were changed and there was additional myocardial tissue used. The wound was washed and re-sutured to complete the revision. It was noted that the patient was feeling better the following day. This device remains implanted and in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD), had been experiencing significant pain since the implant procedure. Subsequently, the patient underwent surgical intervention, and a pocket revision was performed. The device was reimplanted in a slightly posterior position and the pocket was expanded. The device sutures were changed and there was additional myocardial tissue used. The wound was washed and re-sutured to complete the revision. It was noted that the patient was feeling better the following day. This device remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.